Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device had an audible alarm during automated peritoneal dialysis therapy. The reporter indicated that the alarm occurred when the patient shifted their position. The reporter stated that all the lines and bags were opened, and there was not any kinking. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information received from the customer indicated that the homechoice experienced a check lines and bags alarm. There was no report of patient injury or medical intervention associated with this event. The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection and functional testing were performed and no issues were noted. A short simulated therapy was successfully performed. The pneumatic system was tested and found no pressure leaks. A review of the event history log verified the reported issue of check lines and bags alarm. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.